Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor tried to use a clip applier that would fire but the clips would not close together and would not hold. They got another one and it worked fine. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.